Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported a short in a navigation system camera cable. The camera communicates intermittently when the cable is manipulated. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 510(k) number unavailable at time of this report. RMA issued. Replacement camera cable shipped to site 10/01/2013. Medtronic representative replaced the cable. Camera no longer power cycles. Issue resolved. Medtronic investigation of returned suspect cable finds that a continuity test revealed an open from pin 1 of the p1 lemo connector to pin 3 of the p2 lemo connector. Electrical failure directly caused the event.